Manufacturer narrative:
The reported event for inability to charge the ipg was not confirmed. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to the complaint. The ipg was functionally tested and passed all testing. The ipg charged normally with lab equipment.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced a loss of therapy due to not charging their ipg as recommended. As a result, surgical intervention was taken to replace the device.